Manufacturer narrative:
The returned driver was evaluated. The complaint is confirmed for the reported failure of alignment block fracture as well as the previously unreported failure of fractured driver tip. Screwdriver tip or alignment block fracture can occur when the driver is over torqued or if there are mating or alignment issues with the screw where the torque is not transmitted adequately from the screwdriver to the screw. A review of the manufacturing records did not identify any issues which would have contributed with this event.

Event description:
It was reported that during the procedure the tip of the driver disassembled. The piece was retrieved from the patient and an alternate driver was used to complete the case. There were no reported patient impacts. However, device evaluation by a zimmer biomet personnel found that the driver tip was also fractured.